Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings: a review of the pump¿s black box and alarm history showed no call service alarms. During investigation, the pump powered on to the verify screen and the pump displayed ¿reinitializing". Please wait.¿ shortly after powering on, the pump gave a call service 020 alarm. Further testing was unable to be performed. The pump was opened and moisture damage was found on the printed circuit board due to a pump case crack near top right corner of display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.